Event description:
Right elbow procedure with sterile tourniquet. Tourniquet pressure set to 250 mmhg per surgeon. Tourniquet connected to pump with red hose set on the left red side of the pump. After inflation of the tourniquet cuff, the pump was constantly losing pressure down to 249 mmhg and re-inflating the cuff to keep the set pressure. Surgilube applied to connectors did not remedy the issue. Tourniquet cuff data: zimmer 18 inch dual port single bladder tourniquet, ref 60-7070-103, lot [lot # redacted], expiration 06/26/2025. Tourniquet pump # (B)(4).